Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced like water moving around. The lens was exchanged for another lens model 01 month 13 days following the initial procedure. Clinical reason for explant was mentioned as patient was thinking something went wrong. Additional information has been requested but is not available at the time of this report. There are two medical device reports associated with this patient. This report is associated with the left eye.